Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during lung ablation, part of the needle broke and left in patient's lung. CT scan was done, about 5cm antenna tip was seen in patient's lung. Patient was referred to the surgeon to remove the broken antenna.

Manufacturer narrative:
(B)(4). Evaluation summary: one device was received for evaluation. This device had been used in the treatment or diagnosis of a patient. Without the original packaging or a reported lot number, the investigator cannot determine if the product was within the assigned expiration date at the time of reported incident. The returned product did not meet specification as received. Visual inspection found that part of the outer antenna shaft was broken off. All pieces were returned. The reported condition was confirmed. The investigation found the shaft of the antenna was broken off. This break is consistent with the user exceeding the shaft bend radius limit. The device did not appear melted. The investigation identified the root cause of the reported event to be user error. The IFU states, do not apply excessive lateral or rotational force during insertion or extraction of the antenna. Doing so may lead to breakage of the antenna and injury to the patient or user. If information is provided in the future, a supplemental report will be issued.